Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed just received the arctic sun device unit back and it was having issues with heating and cooling during the functional check, it heated really slow, 10 minutes and the temperature hit 31 degrees and another 7 minutes for cooling and the temperature only dropped to 16 degrees. Confirmed they did not have pads or shunt or temperature simulators, it was also not over filled or under filled, inlet pressure (ip) was -7.0, flow rate (fr) was 2.0 lpm, circulation pump command (cpc) was 58 percentage.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed just received the arctic sun device unit back and it was having issues with heating and cooling during the functional check, it heated really slow, 10 minutes and the temperature hit 31 degrees and another 7 minutes for cooling and the temperature only dropped to 16 degrees. Confirmed they did not have pads or shunt or temperature simulators, it was also not over filled or under filled, inlet pressure (ip) was -7.0, flow rate (fr) was 2.0 lpm, circulation pump command (cpc) was 58 percentage.